Event description:
The customer observed falsely reactive alinity I toxo igg results for one sample the following results were provided: sid (B)(6) initial result = 20.6 iu/ml, second result 0.1 iu/ml, third result on another alinity ((B)(6)) = 0.1 iu/ml no impact to patient management was reported.

Manufacturer narrative:
The customer replaced the sample alinity pptr probes resolving the issue. The alinity I processing module function was verified with a control/precision run. The instrument service history for the alinity I processing module serial number (B)(6) verifies no subsequent issues have been reported related to false reactive toxo igg results. Data and information provided by the customer was reviewed. A review of complaint and trending data for the alinity I processing module did not identify any similar issues related to the with regards to the current issue. Additionally review of complaint and trending data associated with the sample alinity pptr probes did not identify an increase in complaint activity. A review of the manufacturing documentation did not identify non-conformances, or potential non-conformances were identified for the part associated with this complaint. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the alinity I processing module for serial number (B)(6) was identified. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely reactive alinity I toxo igg results for one sample the following results were provided: sid (B)(6) initial result = 20.6 iu/ml, second result 0.1 iu/ml, third result on another alinity. ((B)(6)) = 0.1 iu/ml. No impact to patient management was reported.

Manufacturer narrative:
Section a1 patient identifier complete information: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.